Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the universal surgical manipulator (usm)3 was out of control. The instrument tip was able to grasp tissue. There was no error reported. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer to power cycle the system. The system prompted "arm not ready, remove instrument to continue." The customer released the tip and retracted the instrument. The isi tse confirmed the customer could control usm3. The procedure was continued with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse has checked the usm carriage and reviewed the error list. Error 282 pointed to the tool magnet had not detected the instrument, which could have caused the collision of the universal surgical manipulator 3 (usm) and usm4. Error 22023 pointed to usm3, degree of freedom 4. The fse performed the sujz gravity calibration and verification. The system was tested and verified as ready for use.